Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a reduction in r-waves with t-wave oversensing in every vector. The patient received three inappropriate shocks. The smart pass feature was off. Noise was also noted with arm movement in secondary vector. Impedances were around 110 ohms. The patient was told his device was programmed off at the hospital, but complains that he is still getting shocked. A review of remote monitoring data confirmed the device was programmed off on (B)(6) 2017. Boston scientific technical services (ts) noted there were changes in r-wave morphology on the stored s-ECG's since implant that may be related to either the suture sleeve on the electrode partially covering the sense b electrode, or the electrode itself has possibly pulled back toward the s-ICD. The field representative was contacted and confirmed the device was actually programmed off. The patient was seen in the clinic again and the plan is to at some point explant the system and not re-implant. No procedure has been scheduled yet and the field representative had no further information. The field representative will provide additional information if it becomes available.